Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. Additional testing was performed following the device repair, the oxygen blending module board and interface board were replaced to address the issue. The motor blower assembly was replaced due to the noise observed. Along with replacing the motor blower assembly, the stirring fan foam was replaced.